Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department for an unspecified reason. No specific pt information, pump programming, or event details were provided. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No additional information was provided.

Manufacturer narrative:
As this time the customer will not be returning the device for evaluation. The device was repaired at the user facility and returned to the clinical environment. If the device is received, a follow-up report will be submitted. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.